Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pinching and burning pain at her implantable pulse generator (ipg) site. The patient's device was reprogrammed, however, the reported issue persisted. The patient was administered steroid injections as well as underwent another reprogramming session and is doing well.

Event description:
It was reported that the patient experienced pinching and burning pain at her implantable pulse generator (ipg) site. The patient's device was reprogrammed, however, the reported issue persisted. The patient was administered steroid injections as well as underwent another reprogramming session and is doing well.